Manufacturer narrative:
The field service engineer confirmed the reported problem. The fse replaced the mc and pm pcb's to resolve the reported issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device cannot boot up. No patient harm was reported.